Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump screen went back to the change cartridge after loading a cartridge onto the pump. Reportedly, the customer stated the pump was in the "remove and replace with a new cartridge screen." During troubleshooting with tandem technical support, the customer was able to complete the load process. There was no reported impact to the customer's blood glucose level.